Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. Insulin pump had a cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported an alarm on the insulin pump. Blood glucose value at the time of call was at 135 mg/dl. Advised insulin pump will be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).